Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the bulkhead connector for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The bulkhead connector has not been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a l5-s1 transforaminal lumbar interbody fusion (tlif), the navigation system could not establish communication with the medtronic imaging system in the operating room (or). It was reported that a second medtronic navigation system was brought into the or to complete the procedure. Following the procedure, a medtronic representative bypassed the bulkhead connector on the navigation system and functionality was restored. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.